Event description:
A customer contacted baxter's technical service center regarding air bubbles in the patient line. The home patient (hp) stated that she was in the hospital and while she was performing her therapy at initial drain, she noticed there were air bubbles in her patient line. The hp had stated that she disconnected from the patient line and tried to re-prime while covering the end of the patient line with a "foil" to protect the end from contaminants. The technical service representative (tsr) explained to the hp that there would not be a way to restart or re prime the line at this point. The tsr advised the hp to end therapy and contact the nurse. No patient injury or medical intervention was reported. During a follow-up with nurse, it was found that the hp had not reported any problems to her and was doing fine. The peritoneal dialysis (pd) nurse stated the hp was continuing therapy. The pd nurse stated that the hp had surgery to remove a failed transplant kidney on (B)(6) 2010 and was doing well with therapy and recovery.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a report of air in line was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore a batch review was not performed. Per the complaint information, the patient tried to re-prime while in initial drain and covered the end of the patient line with foil. There was not enough data within the complaint information to identify root cause. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.